Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 7 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The eeprom event log from the field was reviewed and displayed select motor failure codes. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up but did not calibrate as expected. No sounds were heard coming from the device. The device displayed one blinking green light above the handle symbol and two solid blue status indicator lights. Engineering then disassembled the unit for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc (brushless direct current) board. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, when the battery was inserted into the handle, calibration did not occur and the device displayed a flashing handle indicator light. A new device was used to finish the case. The subject handle has since been tested multiple times and issue is still persisting. There was no injury or adverse event reported.